Event description:
On (B)(6) 2013, the reporter contacted animas, alleging button/keypad (tactile changes/unresponsive). The reporter stated that the up arrow, down arrow and ok keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/07/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/18/2014 with the following results:a visual inspection of the pump showed that the keypad cover was peeling below the ok button; exposing the contact. During testing, all keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The contrast button required additionally increased force to respond. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).